Event description:
Information received indicates the head section is slowly drifting down.

Manufacturer narrative:
The technician found the head section gas springs were not holding position when pressure was applied to the head section. The technician replaced the gas springs to repair the stretcher.